Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. When the meter is powered on, the display only shows "11" in the results field. No other icons appeared. Upon performing a display test with the meter, "11" displayed and then the meter powered off within a few seconds.